Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system was unable to complete a 3d image acquisition. This issue was discovered while testing the system. This issue was noted outside of a procedure, and there was no patient involvement.